Manufacturer narrative:
(B)(4).. A batch review will be performed for the potentially associated lot numbers h13f07023, h13g09100, h13i04032, and h13k06034. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13f07023, h13g09100, h13i04032 and h13k06034 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. On an unreported date, the patient started treatment with unspecified antibiotics (dose, frequency and route not reported) for peritonitis. The cause of the peritonitis was unknown. The patient recovered from the peritonitis. No additional information is available. This is report 3 of 3.